Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial and ventricular lead noise during a procedure which a magnet was used. No therapy was delivered, and the patient reported no symptoms. Technical assessment confirmed that the device was functioning as programmed. Additionally, the respiratory sensor was switched and disabled by the signal artifact monitor (sam). No adverse patient effects were reported. This device remains in service.